Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an unspecified infection after undergoing an unspecified procedure in which actifuse abx was used. The indication for the use of the actifuse abx was not reported. It was not reported if the patient was hospitalized for the event. Treatment was not reported. No further information was provided regarding the patient's outcome. No additional information is available.